Event description:
It was reported that the patient was hospitalized with vt. Upon interrogation of the device, it was found that one episode of vt was not detected due to undersensing. The physician suspects a lead issue. Device will be monitored.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.